Event description:
It was reported that during a da vinci s hysterectomy procedure the needle holder broke on the mega suturecut needle driver instrument after the first point was made during the vaginal suture intervention there were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the needle holder broke after the first point. One grip cable was broken at the distal idlers, which was likely the cause the distal end was not working properly. The idler pulley spun freely but exhibited some wear. The cable segment stuck out at the instrument wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.